Event description:
It was reported that resistance was felt when filling several cartridges during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was not impacted by the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.